Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had to turn the stimulator off for a medical procedure and when they tried to turn it on today they got the message internal device has lost all data contact [manufacturer]. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. Patient called back and reiterated previous events. Agent reviewed the meaning of data lost message and clarified that changes could not be made over the phone. Patient confirmed understanding. Patient sated that they were concerned because they currently were in the hospital and had a catheter placed and they would like this issue resolved before their catheter was removed. Patient stated that they didn't want another catheter placed. Agent reached out to a local manufacturer representative (rep)and directed patient to coordinate logistics when the rep reaches out. Patient inquired if this could have happened because their doctor had to shock their heart during their procedure, agent reviewed. Additional information was received from the manufacturer representative (rep). They spoke with the patient who said they would call the rep back when they had access to their programmer.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the patient had experienced retention prior to the device, but retention has worsened. Catheterization was not "standard of care". Patient has stated they need to get to the right settings. The issue has not yet been resolved. Patient stated they were still trying to get a hold of a rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they found errors but did not know how to fix them. They also stated that the device is working for now but unknown if it is resolved.